Event description:
The customer reported that the pt with this pacemaker and lead system experienced a syncopal episode. Increased thresholds were noted in both unipolar and bipolar configurations on both the atrial (competitor's) and ventricular (oscor's) leads. The ventricular lead remains actively implanted for approx. 4 years, 10 months.

Manufacturer narrative:
The pacemaker was programmed to a 2:1 safety margin and the system remains actively implanted. The device history records, and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature.